Event description:
It was reported by the customer that a bd pyxis¿ medbank cabinet was not sync and drawers were offline. The customer reported that users were unable to remove oxycodone medications while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the cabinet was not sync and drawers were offline due to software issue. A technical support specialist accessed the cabinet and modified the power management settings. After rebooting the cabinet, the specialist discovered that the drawer was offline. They successfully restored the drawers to an online status. However, the cabinet was still not syncing. To address this issue, the specialist followed troubleshooting procedures, which included stopping the service, restarting it, and rebooting the cabinet once more to resolve the problem. The system functioned as intended after the technical support service troubleshooted the device.